Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the infrarenal aorta was 20-21 mm, and the aneurysm neck length was 36 mm. The aorta then narrows to 12-14 mm of soft plaque prior to reaching the aneurysm sac. The iliac arteries were reported to be a good size with the left common iliac artery tapering to 10-11 mm at the distal common iliac artery. The right internal iliac artery was totally occluded. Vessel tortuousity is unknown. The patient has a history of coronary artery disease, hypertension, diabetes, oxygen dependency, and a 98% stenosis of the right renal artery and a 70-75% stenosis of the left renal artery. Procedure notes received state that the patient presented for a computerized tomography scan and three-dimensional reconstruction of the aneurysm when pt suddenly developed abdominal pain radiating to their back. The patient was admitted to the emergency room. The physician states that the aneurysm was near expansion and rupture, and the aneurysm was tender on palpation. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The common iliac arteries and external iliac arteries were dissected bilaterally. There was a small posterior wall of plaque disease in the left common femoral artery. The patient was anticoagulated with 6000 units of heparin, and according to the activated clotting time (act), was subsequently heparinized with an additional 1000 units. A 22 french sheath was inserted into the left groin and the bifurcated stent graft was inserted and partially deployed. Angiography was performed, and the right renal artery was found to be severely stenosed, and the left renal artery was found to be moderately stenosed. The stent graft was deployed approximately 3-5 mm below the renal arteries. The contralateral gate was cannulated, and a 15 mm diameter x 11.5 cm length iliac limb was deployed on the right side. Angiography demonstrated that an iliac extender cuff was needed on the left side; therefore, a 15 mm diameter x 15.5 cm length iliac extender cuff was inserted and deployed on the right just above the internal and external iliac arteries. Angiography on the right side deomonstrated an excellent proximal seal. The neck of the aorta was reported to be nicely sealed. The physician states that he did not see much transgraft flow or exudation of the contrast, but felt that the right iliac artery needed to be balloon angioplastied. The right iliac limb was balloon angioplastied. Good flow was noted in both external and common femoral arteries. At the end of the procedure, the patient requried, according to the act, 10 mg of protamine at two different times. There were dopplerable signals and palpable posterior pulses bilaterally. After the procedure, the patient's right foot was a little bit cooler than the left; but the patient still had palpable pulses. There was no evidence of discoloration of the right great toe. The patient was discharged in 2/2002. Three days later, the patient presented with reddish discoloration of the right great toe. It was reported that the patient had good capillary perfusion and good posterior tibial pulses but has the characterization of a microembolization process. The patient was examined in 03/2002. The patient was dehydrated. The right great toe was viable, but with definite signs of embolization. The left foot also had stigmata of microembolization. Peripheral pulses were normal. The physician felt that the patient needed to be readmitted to the hospital for rehydration and further monitoring. The patient was readmitted to the hospital 19 days later with intolerable rest pain of the right foot due to the dry gangrene of the entire right great toe. Three days later, the patient underwent transmetatarsal amputation of the right great toe under spinal anesthesia. It was reported that the wound has healing satisfactorily during the post-operative course. It was reported that the patient died from respiratory complications in 04/2002.